Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received result in the 200s (mg/dl) and result in the 100s (mg/dl) within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.